Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly with keypad, door latch assembly, u4 on display board, bezel assembly, membrane frame, left/ right iui's, bottle side and patient side pressure sensors. Lvp bezel post recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door assembly - upper hinge damaged. During servicing we identified faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the (B)(6)this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA _00926 lvp door latch CAPA ca-2018-0161 iui conn issues CAPA pa-2014-0026 lvp pressure sensor CAPA 1143616 lvp dim u4 display.

Event description:
It was reported that the device was broken/damaged. Factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Upon visual inspection the service technician noted that they replaced door assembly with keypad, door latch assembly, u4 on display board, bezel assembly, membrane frame, left/ right iui's, bottle side and patient side pressure sensors. Lvp bezel post recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door assembly - upper hinge damaged. A review of the device history record showed the device had a manufacture date of 20mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. Factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. Factory recall fr110 lvp bezel post recall r093-r098. There was no patient involvement.